Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the leads were explanted, and new leads were implanted. Therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 3006705815-2020-31157. It was reported that patient experienced ineffective stimulation due to lead migration out of the epidural space was observed. Patient had a recent fall. A surgical intervention is anticipated in the near future. No additional information is available at this time.